Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The 2.50mm x 15mm emerge balloon catheter was inserted into the guide catheter and was advanced to the target lesion for dilation. An attempt was made to inflate the balloon at 2 atms however, the balloon was not inflating. The physician attempted to go on higher atmosphere yet no inflation was noted. Upon removal of the device, the catheter shaft broke and was separated into 2 parts "about a certain half of the balloon catheter". The proximal part of the catheter came out and the physician was able to remove the second part. It was noted that it "barely stayed intact" until it was removed from the body and then completely broke off when removed outside of the body. The device was then replaced with another emerge balloon catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received inside an emerge shelf box that matched the information on the device. There was a complete separation of the hypotube. The balloon was deflated, as-received. The tip was damaged. The hypotube separation was 54cm from the distal tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The device could not be functionally tested because the inflation lumen was not intact due to the hypotube separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The 2.50mm x 15mm emerge balloon catheter was inserted into the guide catheter and was advanced to the target lesion for dilation. An attempt was made to inflate the balloon at 2 atms however, the balloon was not inflating. The physician attempted to go on higher atmosphere yet no inflation was noted. Upon removal of the device, the catheter shaft broke and was separated into 2 parts "about a certain half of the balloon catheter". The proximal part of the catheter came out and the physician was able to remove the second part. It was noted that it "barely stayed intact" until it was removed from the body and then completely broke off when removed outside of the body. The device was then replaced with another emerge balloon catheter and the procedure was completed. No patient complications were reported.